Event description:
The customer, a biomed, contacted physio-control to report that their device had a service indicator present and a potentially critical event code in the memory. There was no patient use associated with the reported event.upon examination of the device, physio observed that the AED function of the device was inoperable and, as a result, the unit would not have been able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed therapy pcb assembly and determined that the cause of the reported failure was an electrically leaky capacitor, designator c160.